Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device is retained by hospital or patient.

Event description:
As reported: "surgeon reported a case of a broken axsos3 plate (dist. Femur). Explant appointment according sales representative on (B)(6) 2023. Delay of reporting caused by customer, implant of item in another hospital."